Event description:
It was reported that during a da vinci-assisted surgical procedure, the white gasket on the head end of 8mm harmonic ace instrument was observed to have a damage. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a teflon pad damage. A piece of the teflon pad was broken at the distal end of the pad. The missing material was not returned with the instrument. A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. However, no obvious damage could be noted on the distal end of the instrument due to image quality being blurry. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Field h10 is blank as there are no related report numbers.